Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5085534 that a patient underwent an unspecified breast surgery with unspecified unknown saline implant on one unspecified side and 375cc mentor smooth round moderate profile on the other unspecified side. Now this patient was presented with generalised illness (pain in breasts, memory problems, brain fog, and fatigue). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two effected sides with unknown saline implant.